Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 25 may 2018 as follows: pt allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to history of phlebitis, hypertension, deep vein thrombosis (dvt) and pulmonary embolism (pe). Pt is alleging filter in place more than 90 days without further details. Attempted retrievals are unknown at this time. Pt further alleges daily anxiety.

Event description:
Additional information provided determined that this device was manufactured by william cook europe. With the submission of this follow up report, cook inc informs that this complaint has been transferred from cook inc to william cook europe.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by william cook europe. With the submission of this follow up report, cook inc informs that this complaint has been transferred from cook inc to william cook europe. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-health care professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information reported at this time.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, ¿gunther tulip filter implanted." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2008. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.